Event description:
It was reported the patient¿s leads have migrated. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates only one lead migrated and no intervention was taken against the second lead. As such the lead is no longer deemed reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.